Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("abnormal heavy bleeding") in a female patient who had essure (batch no. 686079) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced dysmenorrhoea ("severe menstrual pain/ dysmenorrhea (cramping)"), menorrhagia ("prolonged menses/ abnormal bleeding (menorrhagia)"), dyspareunia ("pain during intercourse/ dyspareunia (painful sexual intercouse)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2011, the patient experienced tooth disorder ("dental problems"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), genital infection female ("gynecological infections"), alopecia ("hair loss"), procedural pain ("suffered painful post-operative recovery"), procedural complication ("complications from the surgery"), fatigue ("fatigue"), gastrointestinal disorder ("gastrointestinal issues"), mood swings ("mood swings"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), migraine ("migraine headaches"), nausea ("nausea"), pelvic pain ("pain/ pelvic pain"), depression ("psychological ¿ depression"), benign vaginal neoplasm ("vaginal tumor"), vaginal discharge ("vaginal discharge"), weight increased ("weight gain"), abdominal pain lower ("severe lower abdomen pain") and back pain ("back pain"). The patient was treated with surgery (underwent a salpingectomy to remove essure). Essure was removed on (B)(6) 2016. At the time of the report, the genital haemorrhage, dysmenorrhoea, genital infection female, menorrhagia, dyspareunia, alopecia, procedural pain and procedural complication had not resolved and the vaginal haemorrhage, tooth disorder, fatigue, gastrointestinal disorder, mood swings, urinary tract infection, vaginal infection, migraine, nausea, pelvic pain, depression, benign vaginal neoplasm, vaginal discharge, weight increased, abdominal pain lower and back pain outcome was unknown. The reporter considered abdominal pain lower, alopecia, back pain, benign vaginal neoplasm, depression, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, genital haemorrhage, genital infection female, menorrhagia, migraine, mood swings, nausea, pelvic pain, procedural complication, procedural pain, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: patient sought medical attention for her symptoms from doctor. Following the essure removal surgery, she suffered a painful post-operative recovery due to complications from the surgery since having the surgery, some of her symptoms have improved, but many symptoms remain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: confirming full occlusion of fallopian tubes. Most recent follow-up information incorporated above includes: on 2-mar-2018: reporters added and updated patient demographics. Added laboratory date. Updated suspected drug indication and lot number. Added event abnormal bleeding (vaginal), dental problems, fatigue, gastrointestinal issues, hormonal changes -mood swings, infections -urinary tract and vaginal infections, migraine headaches, nausea, pain, psychological ¿ depression, tumor - vaginal tumor, vaginal discharge, weight gain, severe lower abdomen pain, pelvic pain, back pain. Updated events and onset date. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("abnormal heavy bleeding") in an adult female patient who had essure (batch no. 686079) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced dysmenorrhoea ("severe menstrual pain/ dysmenorrhea (cramping)"), menorrhagia ("prolonged menses/ abnormal bleeding (menorrhagia)"), dyspareunia ("pain during intercourse/ dyspareunia (painful sexual intercourse)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2011, the patient experienced tooth disorder ("dental problems"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), genital infection female ("gynecological infections"), alopecia ("hair loss"), procedural pain ("suffered painful post-operative recovery"), procedural complication ("complications from the surgery"), fatigue ("fatigue"), gastrointestinal disorder ("gastrointestinal issues"), mood swings ("mood swings"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection") with vaginal discharge, migraine ("migraine headaches"), nausea ("nausea"), pelvic pain ("pain/ pelvic pain"), depression ("psychological ¿ depression"), benign vaginal neoplasm ("vaginal tumor"), weight increased ("weight gain"), abdominal pain lower ("severe lower abdomen pain"), back pain ("back pain") and contusion ("bruise"). The patient was treated with surgery (underwent a salpingectomy to remove essure). Essure was removed on (B)(6) 2016. At the time of the report, the genital haemorrhage, dysmenorrhoea, genital infection female, menorrhagia, dyspareunia, alopecia, procedural pain and procedural complication had not resolved and the vaginal haemorrhage, tooth disorder, fatigue, gastrointestinal disorder, mood swings, urinary tract infection, vaginal infection, migraine, nausea, pelvic pain, depression, benign vaginal neoplasm, weight increased, abdominal pain lower, back pain and contusion outcome was unknown. The reporter considered abdominal pain lower, alopecia, back pain, benign vaginal neoplasm, contusion, depression, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, genital haemorrhage, genital infection female, menorrhagia, migraine, mood swings, nausea, pelvic pain, procedural complication, procedural pain, tooth disorder, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: patient sought medical attention for her symptoms from doctor. Following the essure removal surgery, she suffered a painful post-operative recovery due to complications from the surgery since having the surgery, some of her symptoms have improved, but many symptoms remain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: confirming full occlusion of fallopian tubes. Concerning the injuries reported in this case, the following one was reported via social media: bruise. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-jul-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("abnormal heavy bleeding") in an adult female patient who had essure (batch no. 686079) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity. Concomitant products included dozol (tylenol pm) from 2010 to 2016 and hydrocodone in 2013. On (B)(6)2010, the patient had essure inserted. In 2010, the patient experienced mood swings ("mood swings"), vaginal infection ("vaginal infection") with vaginal discharge, nausea ("nausea") and inflammatory bowel disease ("gastrointestinal issues / inflammatory bowel disease"). In (B)(6)2011, the patient experienced dysmenorrhoea ("severe menstrual pain/ dysmenorrhea (cramping)"), menorrhagia ("prolonged menses/ abnormal bleeding (menorrhagia)"), dyspareunia ("pain during intercourse/ dyspareunia (painful sexual intercourse)"), alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraine headaches") and headache ("headaches"). In 2011, the patient experienced tooth disorder ("dental problems"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), genital infection female ("gynecological infections"), procedural pain ("suffered painful post-operative recovery"), procedural complication ("complications from the surgery"), fatigue ("fatigue"), urinary tract infection ("urinary tract infection"), pelvic pain ("pain/ pelvic pain"), depression ("psychological ¿ depression"), benign vaginal neoplasm ("vaginal tumor"), weight increased ("weight gain"), abdominal pain lower ("severe lower abdomen pain"), back pain ("back pain") and contusion ("bruise"). The patient was treated with surgery (underwent a salpingectomy to remove essure). Essure was removed on (B)(6)2016. At the time of the report, the genital haemorrhage, genital infection female, menorrhagia, dyspareunia, alopecia, procedural pain, procedural complication and depression had not resolved, the dysmenorrhoea and migraine was resolving and the vaginal haemorrhage, tooth disorder, fatigue, mood swings, urinary tract infection, vaginal infection, nausea, pelvic pain, benign vaginal neoplasm, weight increased, abdominal pain lower, back pain, contusion, inflammatory bowel disease and headache outcome was unknown. The reporter considered abdominal pain lower, alopecia, back pain, benign vaginal neoplasm, contusion, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, genital infection female, headache, inflammatory bowel disease, menorrhagia, migraine, mood swings, nausea, pelvic pain, procedural complication, procedural pain, tooth disorder, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: patient sought medical attention for her symptoms from doctor. Following the essure removal surgery, she suffered a painful post-operative recovery due to complications from the surgery since having the surgery, some of her symptoms have improved, but many symptoms remain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.7 kg/sqm. Hysterosalpingogram - on (B)(6)2011: confirming full occlusion of fallopian tubes. Concerning the injuries reported in this case, the following one was reported via social media: bruise. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-oct-2018: pfs received: event gastrointestinal issues / inflammatory bowel disease pt updated. Event headaches added. Event outcome updated. Concomitant drugs were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("abnormal heavy bleeding") in a female patient who had essure (batch no. 686079) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced dysmenorrhoea ("severe menstrual pain/ dysmenorrhea (cramping)"), menorrhagia ("prolonged menses/ abnormal bleeding (menorrhagia)"), dyspareunia ("pain during intercourse/ dyspareunia (painful sexual intercouse)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2011, the patient experienced tooth disorder ("dental problems"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), genital infection female ("gynecological infections"), alopecia ("hair loss"), procedural pain ("suffered painful post-operative recovery"), procedural complication ("complications from the surgery"), fatigue ("fatigue"), gastrointestinal disorder ("gastrointestinal issues"), mood swings ("mood swings"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection") with vaginal discharge, migraine ("migraine headaches"), nausea ("nausea"), pelvic pain ("pain/ pelvic pain"), depression ("psychological ¿ depression"), benign vaginal neoplasm ("vaginal tumor"), weight increased ("weight gain"), abdominal pain lower ("severe lower abdomen pain"), back pain ("back pain") and contusion ("bruise"). The patient was treated with surgery (underwent a salpingectomy to remove essure). Essure was removed on (B)(6) 2016. At the time of the report, the genital haemorrhage, dysmenorrhoea, genital infection female, menorrhagia, dyspareunia, alopecia, procedural pain and procedural complication had not resolved and the vaginal haemorrhage, tooth disorder, fatigue, gastrointestinal disorder, mood swings, urinary tract infection, vaginal infection, migraine, nausea, pelvic pain, depression, benign vaginal neoplasm, weight increased, abdominal pain lower, back pain and contusion outcome was unknown. The reporter considered abdominal pain lower, alopecia, back pain, benign vaginal neoplasm, contusion, depression, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, genital haemorrhage, genital infection female, menorrhagia, migraine, mood swings, nausea, pelvic pain, procedural complication, procedural pain, tooth disorder, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: patient sought medical attention for her symptoms from doctor. Following the essure removal surgery, she suffered a painful post-operative recovery due to complications from the surgery since having the surgery, some of her symptoms have improved, but many symptoms remain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: confirming full occlusion of fallopian tubes. Concerning the injuries reported in this case, the following one was reported via social media: bruise. Most recent follow-up information incorporated above includes: on (B)(6) 2018: social media case. New event added- bruise. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("abnormal heavy bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), genital infection female ("gynecological infections"), menorrhagia ("prolonged menses"), dyspareunia ("pain during intercourse"), alopecia ("hair loss"), procedural pain ("suffered painful post-operative recovery") and procedural complication ("complications from the surgery"). The patient was treated with surgery (underwent a salpingectomy to remove essure). Essure was removed on (B)(6) 2016. At the time of the report, the genital haemorrhage, dysmenorrhoea, genital infection female, menorrhagia, dyspareunia, alopecia, procedural pain and procedural complication had not resolved. The reporter considered alopecia, dysmenorrhoea, dyspareunia, genital haemorrhage, genital infection female, menorrhagia, procedural complication and procedural pain to be related to essure. The reporter commented: patient sought medical attention for her symptoms from doctor. Following the essure removal surgery, she suffered a painful post-operative recovery due to complications from the surgery since having the surgery, some of her symptoms have improved, but many symptoms remain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirming full occlusion of fallopian tubes. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.